Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2019, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They provided the date the infection was first observed and the patient¿s weight at the time. The status of the device was unknown as it was surgically removed on (B)(6) 2019. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the whole gastric system was removed due to an infection. No further complications were reported/anticipated.